Event description:
During a coronary angioplasty, it was reported that the balloon burst at an unknown pressure during inflation, and that the shaft of the catheter cracked in an area near the balloon. The shaft remained connected and the unit was withdrawn from the patient without difficulty or remnants left behind. No information has been provided as to the series of events that led to the crack in the shafts of the sds. The exact target vessel is unknown, but was described as calcified. Another fire star balloon was used to successfully complete the procedure. Patient and procedural details are not available per the reporting affiliate. There was no report of patient injury.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.